Event description:
On (B)(4) 2012, the reporter contacted animas to report that since (B)(6) 2012, the patient obtained elevated blood glucose readings ranging from 300 mg/dl to 400 mg/dl on unspecified dates. The patient claimed to have 'felt horrible,' but she refused to provide her specific symptoms. The patient also noted she was experienced pain from fibromyalgia and increased stress. The patient corrected her elevated blood glucose levels with a bolus dose of insulin either via the pump or via a syringe injection. It was also reported that on an unspecified date in (B)(6) 2012, the patient passed out for four hours while sitting in a parked car. After the patient revived, she tested her blood glucose level to be 137 mg/dl. The patient was taken to the emergency room, but she received no treatment. The patient refused to provide further information about this event. Troubleshooting revealed the patient had adjusted her basal rate settings in april, and the pump was set for a 0.0 unit basal rate from 5:00 pm to 12:00 am. The patient noted her basal rate settings are supposed to be 0.725 units/hour for that time period. It was also determined the patient was replacing the infusion set and infusion site every five days, instead of the recommended every three days. These two issues may have contributed to under-infusion of insulin and the patient's elevated blood glucose readings. The patient's technique was incorrect by incorrectly setting part of her basal rate to 0.0 units. Some information about the reported events is unknown, as the patient refused to provide it. However, as the patient suffered symptoms and blood glucose levels suggesting severe injury while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Submitted: 09/21/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on 08/30/2012 with the following findings: review of the black box and history revealed no alarms related to the complaint in the alarm history. Further review confirmed 0.00 units basal delivery during the specified times of 5:00 pm to 12:00 am. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. An ez-prime operation was performed with no difficulty. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.